Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous coronary intervention (pci) for acute myocardial infarction (ami), an angio-seal sts plus was selected for use. A pre-deployment angiogram was performed, but no detailed info on the punctured artery was available. After angio-seal deployment, 100% occlusion was observed in the pt's lower leg and the pt underwent an endarterectomy procedure. Add'l info was not available.